Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report sensor issues on the insulin pump. Customer stated that the serter does not release the sensor after the 2nd button press, and the needle hub is stuck in the serter. Customer reported that he is experiencing low blood glucose levels. Customer's blood glucose reading was 43 mg/dl. Customer declined to troubleshoot for low blood glucose levels. Therefore, the root cause of the issue could not be determined. Product is not being returned or replaced.